Event description:
Boston scientific received information that this implantable defibrillation lead exhibited intermittent high out of range pace impedance measurements. Loss of capture was also observed when the measurements were out of range. No adverse patient effects were reported.

Manufacturer narrative:
An invasive procedure was being considered for further evaluation. The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.